Manufacturer narrative:
Concomitant medical products: 863720, neuro pump and 8709sc, catheter, implanted: (B)(6) 2009; 401658, lead, implanted: (B)(6) 1988; 8835, pump activator.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. The lead remains in use. No patient complications have been reported as a result of this event.